Event description:
Instrumentation was prepared and used on surgical site. After return to the surgical field it was noted that the blade did not retract back into the stapled portion of the gun and it was hard to remove the staple head for a reload. The stapler was removed from the field and new one was given to the surgical tech.